Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implantable pulse generator (ipg) changeout, the epicardial pacing leads and new ipg had failed per telemetry with no sensing or capture. It was also noted that the epicardial right atrial (ra) pacing lead exhibited no pacing which was caused by possible tissue under the electrode deteriorating with edema and probable epicardial cell necrosis. The ra lead was capped and replaced. A dent was noted on the ipg body and it was explanted and replaced. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.